Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was not powering up and did not have a good connection with the batteries. There was no impact on the pt.